Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the pacemaker triggered safety mode and technical services (ts) was consulted. Upon review of the data, ts suggested emergent device replacement. At this time the pacemaker remains in service and no adverse patient effects were reported.